Manufacturer narrative:
An event of device deformity was reported. Possible contributing factors of device deformity include use of the incorrect size delivery system and angulation or kink in the delivery system upon deployment. It was indicated that there were no bends or kinks been observed in the delivery sheath. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on available information and without the device to analyze, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 6mm amplatzer septal occluder was chosen for implant using a 7f amplatzer trevisio intravascular delivery system to close an atrial septal defect (asd). An 18mm sizing balloon was used to select the device size. During deployment of the device, it formed a cobra head deformation and could not be repositioned. Contact with intracardiac tissue occurred during the occluder deployment. The device was removed from the body to see if the deformation would revert, but it did not. There were no bends or kinks been observed in the delivery sheath. A new 6mm amplatzer septal occluder was successfully implanted using the same delivery system without any issues. The patient status was reported as stable.